Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.

Event description:
The customer called to report that she went to the ER with a blood glucose reading of 34 mg/dl and slurred speech. The customer stated that her basal rates were not programmed correctly, which caused her blood glucose levels to drop. Assisted the customer with the correct basal rate programming. Nothing further was reported.